Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (lesion morphology). Related to another drug/device (previously implanted stent). No results available since no evaluation was performed (device or procedural images were not provided for review). Related to operational context (attempting to pass through a previously implanted stent). Evaluation conclusions: device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images were not provided for review). Operational context caused or contributed to the event (attempting to pass through a previously implanted stent). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement). (B)(4).

Event description:
The physician intended to deploy a resolute integrity 2.25 x 14mm drug eluting stent. The target lesion was in the lad which had severe calcification and moderate vessel tortuosity. The device was removed from packaging per IFU, inspected and negative prep was performed with no issues noted. It was reported that device passed through previously deployed stent, and that resistance was met during advancement of the stent. It is reported that the stent dislodged during removal following failed delivery. The stent delivery system was then removed, however, the location of the stent is unknown. The physician indicated this was a procedural related event because they were trying to pass the device through a previously implanted stent and the vessel was highly calcified. There were no patient complications reported.